Manufacturer narrative:
Findings: pump received with no act and up button response due to corroded keypad traces. Unable to verify operating current test including battery indicator and bolus stopped alarm due to no act button response. No unexpected audio/beep anomaly noted. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 75 mg/dl at the time of the call. The customer placed the insulin pump against the skin where the device was exposed to moisture from perspiration. The customer stated that the buttons are stuck and do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.